Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular system (lvas), serial number (B)(6), and the reported event of ventricular tachycardia could not be conclusively established through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C is currently available. Section 1 ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, the IFU lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The account indicated that the cause of death was cardiac arrest due to ventricular tachycardia. The death was not considered to be device or therapy related. It was noted that the patient did not have a history of arrhythmia pre-left ventricle assis device (lvad).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.